Manufacturer narrative:
The pump was received with currents within specification. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is cracked at the reservoir compartment. Customer's blood glucose was 275 to 300 mg/dl at the time of incident. Troubleshooting found that the customer's blood glucose has been going up ever since the pump cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.